Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received a ¿connect cgm or enter bg¿ alert on the ilet while attempting to pair a new dexcom g6 sensor during its warmup period, after which the user manually entered a fingerstick blood glucose of 318 mg/dl and later administered approximately 5 units of subcutaneous insulin by pen outside the ilet. Symptoms included hyperglycemia. Outcomes included user education on cgm warmup, appropriate manual bg entry, and the recommendation to avoid concurrent manual injections with ilet dosing unless directed by a healthcare professional, with a plan to pause the ilet and reconnect after another manual bg check to reduce overcorrection risk. Investigation included customer service troubleshooting and education regarding cgm warmup timing and system operation. Investigation of this case revealed the device functioned as designed by prompting for bg entry during cgm unavailability and that the elevated glucose was associated with cgm signal unavailability during sensor warmup and use of off-system insulin dosing. It was concluded, based on previously established findings for similar reports, that user-related factors during cgm transition and manual insulin administration were the most likely cause.